Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "exchange with no complaint against the device." Healthcare professional reported right side ¿few radial folds" and "trace pericapsular fluid.¿ device remains implanted.

Event description:
The device has been explanted and replaced.